Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 60 mg/dl. The customer was driving when his alert dog began to bark. The customer had not delivered a bolus since the morning, and he felt that his basal rates or calibration may have caused the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test, and the reservoir volume was accurate. The customer did not feel safe with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker.